Event description:
It was reported that during the implant, the ability to advance the catheter through the introducer was difficult due to the introducer being too long. The patient was enrolled in the delivery for (B)(4) study. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.